Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced failure code 570:320:658:0000. This event occurred prior to use in an unknown care area. This event may have interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse event in association with this condition. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4).upon further review it was discovered this is a duplicate report. All pertinent information is contained in (B)(4), report number 6000001-2011-41535.

Manufacturer narrative:
(B)(4). The device is available for evaluation. However, it is unknown at this time if the device will be returned. Should the device or additional information become available, a follow-up medwatch will be submitted.